Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The valve was visually inspected; needled guard was dislodged and biological debris was noted inside the valve. The position of the cam when valve was received was setting 4. The valve was tested for programming and passed. The valve was flushed and failed the test. The inlet ruby ball was popped free using a needle. The valve was flushed again, the valve failed the test. The valve was leak tested; no leaks noted. The valve was reflux tested; the valve passed the test. The siphon guard was removed. The siphon guard was tested and failed the test. The valve was then pressure tested and passed. The siphonguard was dismantled and was examined under microscope at appropriate magnification: biological debris was noted at the inlet of the siphonguard. Review of the history device records for the valve product code 82-8806, with lot 148015, conformed to the specifications when released to stock. The root cause of the occlusion noted during the investigation was due to the biological debris found in the siphonguard mechanism. The root cause of the needle guard dislodgment was due to atypical force applied on the valve during surgical procedure. As noted in IFU section b, folding or bending the valve during insertion might cause the needle guard dislodgment or occlusion of the fluid pathway. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was attempted to implanted to the patient but body tissue was immixed into the valve during implantation. Therefore the pumping was performed but the reservoir got dented and it kept in that state. The surgeon tried to press it several times, then the living tissue entered into the valve from the ventricle side at a stroke. The body tissue could not be removed although the pumping was performed. The valve was replaced with another one. The product will be returned to your site.